Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgery appeared to be a normal case. The patient passed the swallow test post op and was sent home. Patient then received emergency medical treatment and was delirious, passing shortly after. The doctor believes cause of death was pulmonary embolism and cannot verify if it was caused by the device or not. Gore seamguard reinforcement material was used.